Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, the physician (B)(6) reported to the abbott employee, (B)(6), the following; "he is also complaining about many bubbles during the clip preparation although he does everything according to IFU". He is not talking about a special product but more generally. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history review were not performed as no lot information was provided. Based on the available information, the cause of the reported air in device was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 1354.

Event description:
It was reported that on 02 february 2026, the physician mohamed marwan reported to the abbott employee, claudia graber, the following; "he is also complaining about many bubbles during the clip preperation although he does everything according to IFU". He is not talking about a special product but more generally. No additional information was provided.